Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Interrogation of the device revealed the device was at eri (or eol) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer. The initial medical device report was submitted via an alternative summary report on (B)(6) 2016, under authorization number e19974033 for manufacturer abbott under registration number (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2016 ,under authorization number e19974033 for manufacturer abbott under registration number (B)(4).